Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A field service engineer found that the station was at a black screen with a faint ticking and beeping noise. They started with the main cabinet to locate the drawer that was preventing the station from booting up correctly but did not find anything there. They then went to the auxiliary cabinet and identified the issue in drawer 4, a half-height cubie. After shutting the station down and opening the back panel of that drawer, the engineer tested each of the drawer controllers with a multimeter and determined that sub-drawer 4-2 was the one with the issue. A fse replaced it with a new controller board, powered the station back on, and allowed it to enter the application in case any firmware updates were needed. Once it reached diagnostics, the engineer performed further testing. All tests passed, including the drawer diagnostics. The drawer also passed the acceptance test, where all pockets popped up and out correctly, were detected on the bus, and the drawer closed without delay or errors. There was no damage, and the customer was able to load medications into the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station had black screen and unable to turn on. Customer stated that no outages were reported, and no one disconnected it. Station went offline on remote support service. However, there were no delays or adverse events or injuries reported based on this event.